Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
Unlike initially announced, the suspect medical device was not returned to the manufacturer for investigation. However, photos of the affected device are available, and the evaluation/investigation was performed exclusively based on the information provided. The investigation confirmed that the ceramic insulation at the distal end of the inner sheath had broken off. The cause of this damage and the breakage of the ceramic insulation is most likely thermo-mechanically induced wear, wear and tear or a wrong handling of the device by the user facility. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.